Event description:
It was reported that the patient experienced a burning and stinging sensation at the implantable neurostimulator (ins) pocket site. The patient also stated that the ins had been working during the day, but had "not been doing its job." The patient turned the ins off and had scheduled an appointment with her physician to check the device. There was no known accident or incident relating to the complaint, but the patient slept on the side the ins was implanted on. It was noted that the patient had underskin growths on her arm that were removed surgically before the ins was implanted, but they grew back and she couldn't lay on that side anymore. The patient did not have any significant weight change and the ins seemed to "be just like it was." The patient also noted she had just gotten over bladder cancer and was on chemo. A colonoscopy had also been scheduled for (B)(6) 2012 and the physician wanted the ins turned off for that procedure. It was also noted that while driving, the patient experienced a sensation of the stimulation "ramping up" and the patient pulled over and called the manufacturer. The patient was walked through on how to turn off stimulation and she noted she left the stimulation off for two weeks because she was "scared to use it." When the stimulation was turned back on, 'everything was okay" until the reported burning sensation. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v466495, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer. (B)(4).